Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for iliac artery aneurysm using gore® excluder® aaa endoprosthesis. During deployment of the trunk-ipsilateral leg, blood leakage from the catheter handle was noted. It was found before removing the transparent knob. Blood was dripping from near the guidewire. The physician used gauze to contain the bleeding and hastily proceeded with the procedure. The reporting physician commented as follows: blood leakage from the catheter handle sometimes happens. The total amount of bleeding was 50 to 100 ml.

Manufacturer narrative:
H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available h.6.: code a26: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15 h.6.: medical device problem code: a26 updated to a24 reportable malfunction with no device return. Engineering evaluation: the reported failure mode of blood leaking from the handle could not be independently confirmed. No images, nor the physical device were available to allow for evaluation of the reported failure mode. The excluder device specification allows for some leakage prior to deployment of the device; however, neither the amount of leakage nor the cause can be established with the available information.